Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site and there was concern that the insulin delivery could not be stopped. There was no reported adverse impact to customer's blood glucose. No additional information was provided.